Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurement. The ra lead was fractured which is most likely caused by entrapment in the clavicle first rib region. This ra lead was explanted and was successfully replaced with no issue. Additional information obtained from the field representative indicated that the high out-of-range pacing impedance measurement was confirmed through fluoroscopy. The physician elected to remove the right ventricular (rv) lead to help get the ra lead out. Also, the device was explanted electively due to near elective replacement indicator (eri). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual inspection of the lead noted a coil fracture. Analysis revealed silicone insulation damaged and anode coil fractured due to location. The type of damage was most likely caused by entrapment in the clavicle first rib region. The allegation was confirmed and this lead was clinically out of specification.